Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, causing both gel fire wires to break from the dn pca. Dn-rear cable needs replaced. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt. Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages. A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, causing both gel fire wires to break from the dn pca. Dn-rear cable needs replaced. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt. Device evaluation of battery sn (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages. A us distributor reported that a battery would not power on a monitor.